Event description:
Voluntary medwatch received states that the patient presented with a right ventricular lead that exhibited low pacing impedance. Programming changes were made, and an error message appeared. The lead remains implanted and in service. There were no patient consequences.